Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced in are filed under separate medwatch report numbers. Na.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a coronary interventional procedure. A cuff miss occurred with the 1st proglide. The 2nd proglide worked well without any issues. The 3rd proglide had a cuff miss. A 4th proglide was pre-placed successfully. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved in the rcfa with the 2nd and 4th pre-placed proglide sutures. Additionally, a proglide device was deployed in the heavily calcified left common femoral artery (lcfa) post interventional procedure via a 6f sheath and a cuff miss occurred. Another proglide was used to achieve hemostasis in the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.